Event description:
The customer stated that the display was faint. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter display. The customer was asked to run the meter for further evaluation and a replacement was provided.